Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-021498. Reference MFR report: 1627487-2014-21499. It was reported the pt ((B)(6)) was receiving only unintended left leg stimulation post-operatively. X-rays confirmed the lead had migrated. Subsequently, the pt underwent surgical intervention. Pre-operative diagnostics revealed one invalid lead contact. As a result, the lead was explanted and replaced. It was also reported the physician encountered difficulty steering the new lead (device 2) to the desired location; however, after several repositioning attempts, the lead was implanted successfully. Follow-up identified the pt was receiving stimulation in the desired pain pattern; however, the amplitude was uncomfortable for the pt. Diagnostics revealed low lead impedance contacts (including ipg as device 3). There is no further info at this time.

Manufacturer narrative:
Evaluation: results and conclusions: the returned product was not analyzed for the complaint of lead migration as laboratory testing cannot confirm the allegation. As received, the octrode lead had channel #7 open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.